Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the slitting of an implant procedure, the left ventricular (lv) lead had backed out of the target vessel and dislodged. The lead was removed and replaced. Upon removal of the attempted lead, it was noted to have a deformed helix. No patient complications have been reported as a result of this event.